Event description:
It was reported that the physician was attempting to treat a lesion in the ostium - proximal of the rca using resolute integrity drug eluting stent. The lesion was reported as moderately calcified and vessel moderately tortuous. It was reported that the device was inserted in the patient and when it did not cross the lesion, the physician then tried to remove but encountered difficulty removing the device. When it was removed, it was noted that the stent was damaged. The device passed through a pre-stented section of the rca. The procedure was concluded using a 3.0 x 30mm stent. There was no injury to patient or clinical sequelae. A photo of the stent was received showing the reported damage.

Manufacturer narrative:
Results: deformation problem - stent deformation.

Event description:
Evaluation summary: the stent had raised and deformed struts 10th, 22nd and 23rd distal segments.

Manufacturer narrative:
Results: patient condition affected effectiveness of device (moderately calcified lesion and moderately tortuous vessel); inherent risk of procedure (stent deformation); related to another device (device passed through previously deployed stent). Conclusion: device failure/lack of effectiveness related to patient condition (moderately calcified lesion and moderately tortuous vessel); known inherent risk of procedure (stent deformation); operational context caused or contributed to event (device passed through previously deployed stent). (B)(4).